Manufacturer narrative:
Patient weight: unk. This product is manufactured but not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, diopter -4.50 implantable collamer lens, into the patient's right eye (od) on (B)(4) 2016. On (B)(6) 2017 the lens was explanted due to the patient experiencing low vault. The problem was resolved. As of the date of MDR reporting the lens has not been returned for evaluation.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found lens returned dry in the lens container with clear surgical residue/debris on product. Visual inspection found no visible damage to lens but fibers on lens surface. Dimensional inspection found lens are within specifications. (B)(4).

Manufacturer narrative:
(B)(4).